Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that both flocontrol pumps were distributing the improver florate which was too high. During one case extravasation was experienced during a knee arthroscopy.